Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the device available for return? If yes, who should the shipper kit be sent? Were there any patient consequences? How was the device removed? How was the patient impacted? Is there a contact at the account who may have additional information? Please provide any information regarding this event. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during an unknown procedure, the surgeon stated he had the device across a renal vein and was unable to complete the firing stroke. The surgeon stated he could see staples thrown but did not complete the firing sequences. He stated he pulled briefly on the firing trigger and stopped. Advised not to open this device as the knife blade may have cut and the staple line was not complete. This was all the information provided regarding case.